Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number and implant date. The info has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report.

Event description:
Reported as "leakage of port."